Manufacturer narrative:
E1 initial reporter phone: (B)(4). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, it was found that the motor drive unit could not connect to the catheter. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, it was found that the motor drive unit could not connect to the catheter. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The motor drive unit (mdu) 5 plus was returned for analysis. Visual inspection revealed that the mdu-5 plus was in good condition and no corrosion was present. The device failed the functional test due to a faulty lemo cable, which caused intermittent image stability and catheter recognition issues.